Event description:
It was reported that during an anterior cervical discectomy the pin fell out of the distal tip of the forceps into the pt. The pin was irrigated out of the pt. There was not pt injury or consequence to the pt.

Manufacturer narrative:
Device evaluated by MFR. The investigation is not completed as of this date. More time is required due to enduser not responding in a timely manner with complete info. Richard wolf medical instruments will f/u with complete eval of the device.